Event description:
It was reported that during a prostate procedure while the patient was under general anesthesia, the console device displayed error code 102.1 and then shutdown. The procedure was canceled. There were no patient complications.

Event description:
It was reported that during a prostate procedure while the patient was under general anesthesia, the console device displayed error code 102.1 and then shutdown. The procedure was canceled. There were no patient complications. This event is being reported for a cancelled procedure with the patient under general anesthesia or sedation status unknown.

Manufacturer narrative:
The product was not returned for evaluation; however, the console was serviced at the facility by a field service engineer (fse). The fse performed troubleshooting and found that the plug was fitted without a ferrule and therefore the screw connection was loose. The problem is fixed. The evidence from the product record review did not identify a potential product quality issue. Therefore, this investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event.

Manufacturer narrative:
The product was not returned for evaluation; however, the console was serviced at the facility by a field service engineer (fse). A new footswitch was sent since the old footswitch was very rusted. The biomed retained the rusted footswitch; therefore, it will not be returned for analysis. The alleged console device displayed error code 102.1 and then shutdown allegation cannot be confirmed as the footswitch will not be returned for analysis, and the cause that contributed to the event cannot be established.

Event description:
It was reported that during a prostate procedure while the patient was under general anesthesia, the console device displayed error code 102.1 and then shutdown. The procedure was canceled. There were no patient complications.